Event description:
Entire bag of nitroprusside flowed into pt when gown changed and IV tubing removed from pump during process. Blood pressure decreased to 88 systolic. Pt felt like she was going to black out. Rptr was accustomed to using pumps with a cassette featuring a pin that pops up when taken out of the pump and took that feature for granted. Rptr had just been working with this type of pump a couple mos when rptr's pt, who was two days post carotid endarterectomy, was getting bathed. She was still on nipride, with her systolic pressure in the 160's. While changing her gown rptr just popped tubing out of the pump when pt complained of "feeling like I'm going to black out." Rptr realized immediately what had happened, closed the roller clamp, put her head of bed flat with the foot of bed elevated. Her systolic pressure was 88. Rptr reassured her that rptr knew exactly what happened, explained it to her and reasurred her all would be will momentarily. By 3 mins her systolic pressure was norm of 166. The results could have been far worse and unfortunately it took that incident to make rptr realize the hazards of no safety features.